Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump issued alert 38 for a stalled motor after the customer changed supplies, and the customer was guided through a dry run and then a full set change with brand-new supplies, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor event, which was resolved by replacing the infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.